Event description:
It was reported that the customer had a crack on the insulin pump. Customer's blood glucose level was 128 mg/dl. Damage was on the right hand corner from the screen. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Findings: pump received with minor scratched display window. Unit received cracked case at display window corner. Pump received with cracked reservoir tube lip. Unit received with cracked lcd window.